Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer decontaminated the analyzer and replaced all reagent and sample probe seals. The fse ran a 21-cup precision test and cleaned and aligned the analyzer mechanisms. The customer ran calibration and qc successfully. The investigation is ongoing.

Event description:
The initial reporter received questionable nh3l ammonia results from 1 patient on a cobas pro c 503 analytical unit. The initial nh3 result was 818 ummol/l. The result was reported outside of the laboratory. The physician questioned the result and the sample was repeated. The repeat nh3 result was 19 ummol/l. The repeat result was deemed correct. The reagent lot is 606450. The expiration date was requested but not provided.